Event description:
Country of complaint: (B)(6). The needle came off the thread.

Manufacturer narrative:
Us reporting agent notified on (B)(6) 2014. Mfg site eval: samples rec'd: 3 unopened and 1 open empty pouch. There are no previous complaints of this code/batch. There are no units in OEM stock. All closed packs rec'd are tight. Needle attachment of the samples rec'd was tested and the results fulfil the requirements of the OEM. Reviewed the batch mfg record, this product had a normal process and the results during the process fulfil OEM requirements. Final conclusion: the complaint is not corresponding (not justified). Actions on product: not applicable. Corrective/preventive actions: not applicable.